Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis found that a single bit flip in the device software prevented device interrogation and device software reload. After a reset of the device microprocessor, device software was downloaded successfully and normal device function was restored.

Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator was unable to be interrogated and displayed an error message. The device was explanted and replaced. No patient symptoms were reported.